Event description:
It was reported that the smartpass feature in this device had programmed itself off due to decreased intrinsic amplitudes. This is normal device function. The patient has been lost to follow-up for a couple of years. Technical services advised how to reprogram smartpass back on. This was done successfully. Also, this device is on an advisory and the battery status is 74% after less than three years of implant. There were no adverse patient effects. The device remains implanted. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.